Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas generated recurring alert 42 indicating an insulin motor current sense failure that persisted after multiple restarts, leading to determination that a replacement device was needed. Symptoms included no reported clinical effects. Outcomes included no reported impact on health status, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting, review of device behavior, and verification of shipping and return for further assessment. Investigation of this device revealed a suspected motor current sensing malfunction within the insulin delivery path, consistent with a device malfunction affecting the pump¿s motor control component. It was concluded that the cause was a device malfunction likely related to component failure within the motor current sensing circuitry.